Event description:
Consumer stated several tampons came apart during removal. She removed all remaining pieces.

Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.